Event description:
Gambro received a report 10/8/07 of 3 pts complaining of excessive thirst on the same phoenix machine on the same day. (Refer to MDR 00101 and 00102). - no pt injury was reported. - no medical intervention reported. - no other pt history provided.